Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with scratched case, cracked keypad overlay, pillowing keypad overlay and faded serial number label. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl and low blood glucose was 49 mg/dl. Customer's other blood glucose value was 69 mg/dl. It was unknown whether customer was using auto mode or not. The device will not be returned for analysis.